Event description:
It was reported by service report that the scale would not display the weight. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning scale assembly.